Event description:
Using 0 blade on 3kg baby. Less curve to the blade noted. The blade is displaced to the right. Nearly impossible to slide the endotracheal tube alongside the blade to maintain visualization of the vocal cords. Tube wants to slide into the blade completely obstructing view of the cords. Manufacturer response for laryngoscope, rigid, britepro omni single-use laryngoscope mini handle with miller 0 (per site reporter). Recommended we provide more education.